Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in two pieces. Visual examination found the lead body was bent at 40.5cm from the distal tip, inner insulation was breached at 10.5cm from distal tip, and all five filars of the inner coil was fractured, and some abraded. Electrical testing found shorting and intermittent resistance reading for the inner coil. X-ray examination found the inner coil was broken and separated distal to the suture sleeve tie. Scanning electron microscope evaluation was performed and verified that all five filars of the inner coil were fractured. The cause of the reported event was due to the breached inner insulation and fractured inner coil.

Event description:
It was reported that the right ventricular (rv) lead had an issue with sensing noise and as a resolution it was programmed to unipolar from bipolar but later the lead was explanted and replaced. No consequences or adverse effects were reported. No patient consequences were reported.